Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx pericardial aortic valve was explanted after an implant duration of nine (9) years, four (4) months due to severe aortic stenosis and degeneration. Access was gained by opening the ascending aorta in transverse fashion. The 25mm 3300tfx valve was debrided and resected. Circumferential 2-0 ticron sutures were placed in supra-annular fashion. The explanted valve was replaced with a 25mm 11500a pericardial valve. The ascending aorta as closed with 4-0 prolene suture. The patient tolerated the procedure well and the procedure concluded with good outcome. The patient was transferred to the ICU post procedure. Concomitant cabgx2 was performed. During recovery the patient received intravenous diuresis and routine medical titration. The patient had several brief episodes of narrow complex tachycardia lasting under 10 seconds which was treated with increased dosage of beta-blocker. The patient was discharged on pod#5 in stable condition for outpatient management.